Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella requiring repositioning as the impella appeared under the papillary muscle. The impella was removed, and the left ventricle access site used again to obtain a satisfactory position. Reportedly the procedure was completed and upon removal of the impella the physician attempted to deploy the two perclose sutures without success. The fellow was closing the right femoral at the same time and ended up re-accessing the right femoral and going up and over to dry close the site. Reportedly two additional perclose sutures were deployed without success and there was flow down the leg. A high-risk team was consulted and advised the team to place a covered stent which the physician did after holding the pressure for forty-five minutes did not resolve the oozing. The covered stent was placed without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.